Event description:
It was observed that during the device evaluation, the cystonephrofiberscope had corrosion at the forceps channel port, dirt on the eyepiece, dirt on the universal distal plate, and the grip of the control section was sticky. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.